Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e102 error could not be identified. However, it¿s likely the cause is related to the use of a non-olympus lamp or due to a faulty ignitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error e102, indicating the lamp temperature exceeds the allowed temperature, as well as error b30 for a faulty scope socket. In addition, the following findings were noted: a non-olympus lamp reading 0 hours and damage to the housing which was a rusted chassis and top cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 year since the subject device was manufactured. Based on the results of the investigation, the definitive root cause for e102 error cannot be identified since further information was not available. Based on the results of the investigation, the b30 error was likely caused by a faulty scope socket. The root cause for the faulty scope socket cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the lamp of the evis exera iii xenon light source was malfunctioning and producing error e102. The issue was found during a procedure. The intended procedure was either therapeutic or diagnostic colonoscopies or upper endoscopies. The intended procedure was completed with the same device without delay. No other devices were replaced during the procedure. Inspection and testing of the returned device also found error b30 for a faulty scope socket. There were no reports of patient harm. Additional information received from the customer that the reported malfunction identified occurred multiple times. This medical device report (MDR) is being submitted to capture these instances. This complaint is related to patient identifier c23219750 (may 5, 2023 event).